Event description:
It was reported that the cassette had an error. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracked downstream occlusion (dso) seal as well as a defective dso sensor. The cause of the problem was the defective dso sensor/damaged dso seal. The dso seal and sensor were replaced to fix the issue.